Event description:
Customer reported some distortion that didn't seem normal. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended.